Manufacturer narrative:
During use, the coil of an sv .018 peripheral steerable guidewire's shaft became longer. There was no patient injury. Therefore, it was replaced with a new guidewire and the procedure was continued. During failure analysis, the wire was received unraveled/stretched and fractured/separated at the distal tip. No other anomalies were found. Additional procedural details were requested but not provided. A non-sterile pgw .018 sv short 300cm st guidewire was received for analysis coiled inside a plastic bag. Per visual analysis, the wire was received unraveled/stretched and fractured/separated at the distal tip. No other anomalies were found. Per microscopic analysis the guidewire was confirmed unraveled/stretched and fractured/separated at the distal tip. It seems as if the guidewire was stretched and forcibly pulled at the distal tip causing the core wire to separate from the coiled wire tip. No other issues were found. Per sem analysis the separated area of the guidewire pgw .018 sv short 300 cm st unit presented evidence of plastic deformation resulting in diameter reduction and tension marks on the guidewire body. Also, the guidewire separated area presented evidence of smearing. Plastic deformations resulting in a diameter reduction and tension marks, are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the body shaft material was induced to a tensile force that exceeded the guidewire material yield strength prior to the separation and unraveled/stretched condition. No other anomalies were observed during sem analysis. A product history record (phr) review of lot 35236262 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event by the customer as ¿guidewire-unraveled/stretched¿ as well as "distal tip-wires- fractured-separated" were both confirmed due to the unraveled/stretched and fractured/separated condition of the guidewire as received. However, the cause of the unraveled/stretched and fractured/separated condition could not be conclusively determined during the analysis. Procedural or handling factors may have contributed to the damage conditions found. Based on the findings during the product analysis, the body shaft material was likely induced to a tensile force that exceeded the guidewire material yield strength prior to the separation and unraveled/stretched condition. Per the instructions for use (IFU), which is not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for signs of damage. Do not use a guidewire that shows signs of damage. Never push, auger, withdraw, or torque a guidewire that meets resistance. Stop the procedure. Do not move or torque the guidewire. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur.¿ neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
During use, the coil of an sv guidewire's shaft became longer. There was no patient injury. Therefore it was replaced with a new guide wire and the procedure was continued. During fal, the wire was received unraveled/ stretched/ fractured /separated at distal tip. No other anomalies were found. The device is available for analysis.